Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes arced on the fifth shcok. Complainant indicated that medics successfully delivered four shocks to the pt. However, on the fifth attempt the electrodes arced and the defibrillator displayed a "poor pad contact" message. The electrodes were changed and the device functioned appropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.